Event description:
The customer reported that the system displayed a charger failed error message and would not boot up as a result. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cap module was replaced. The system was tested and found to be working as intended and put back into service.